Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Lot # 7304338 was provided, but it not a valid lot number for the catalog #. The customer's address is unknown: (B)(6) USA has been used as a default.  Device manufacture date: unknown. (B)(4). Investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for label information missing (expiration date) due to unknown lot number.

Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs was found to be without an expiration date. The following information was provided by the initial reporter: "daughter of consumer called to inquire about what to do with unused poly bags of insulin syringes. Stated consumer passed away and she can not find an expiration date on the product box. Stated the trademark date is 2003. Advised that this product box is expired and informed of how to properly dispose. Also provided information from safeneedledisposal.org. Lot # 7304338. Cat # 328466. Date of event: unknown. Samples: unknown".